Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited oversensing. Several attempts were performed, but the lead could not be fixed, because the helix was unable to be extended. The lead was removed and replaced. No patient complications have been reported as a result of this event.